Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system cat5 aspiration catheter (cat5). During the procedure, upon initiation of aspiration, it was reported that the cat5 collapsed flat and did not aspirate the clot at all. Therefore, the cat5 was removed. The patient then underwent open abdominal surgery to remove the clot and partially effected organs. There was no report of an adverse effect to the patient.